Event description:
It was reported that the customer received a cartridge alarm 5 after loading insulin into the cartridge. Customer's blood glucose level was not impacted. The customer declined to load a new cartridge during troubleshooting with tandem's technical support.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.